Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the stent was allegedly foreshortened and did not land at the specific diseased anatomy it was intended to be placed at during deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the sample was not returned for evaluation. X-ray images were provided demonstrating the stent in loaded condition before deployment, and after deployment. The resolution is poor but the stent ends are barely visible indicating that the stent foreshortened at the proximal end. A process related issue could not be found. Based on the information available the investigation is closed with confirmed result for stent foreshortening during deployment. The lesion was calcified, and system compatible introducer and guidewire were in use; the lesion was pre dilated. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment. In particular the instructions for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire' in regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the stent was allegedly foreshortened and did not land at the specific diseased anatomy it was intended to be placed at during deployment. The procedure was completed using another device. There was no reported patient injury.